Manufacturer narrative:
Main investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported event could not be conclusively established. The patient expired on (B)(6) 2016 and heartmate ii lvas, serial number (B)(6), was not explanted for analysis. No additional information was reported. The heartmate ii lvas IFU rev. C is currently available. This IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 09jul2013. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient passed away. Per hospital policy, cause was not provided. No additional information was reported. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.